Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(4) 2023. On the same day the sensor was inserted, the patient was getting ready to eat breakfast. The cgm was reading 134 mg/dl so he took insulin because he knew his sugar would increase after eating. The patient took 12 units of tresiba and 4 units of novolog. After a few minutes, the cgm rapidly started trending down. The readings went from 134 mg/dl to 82 mg/dl to 51 mg/dl. The patient started to feel dizzy and fell off his chair. During the fall, he hit his shoulder and was laying on the floor. His sister found him unresponsive and called emergency medical services. Upon arrival, they checked the patient's bg and it was 24 mg/dl but the patient could not recall what the cgm was reading during this time but the values were inaccurate. Ems treated the patient with a glucose drip and transported him to the hospital at the hospital, the patient was given glucose shots. After treatment, the patient's sugar level increased and the cgm was reading 325 mg/dl while the bg was 265 mg/dl. The patient was monitored for 2 days in the hospital and discharged on 12/29/2023. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.